Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260; serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the top electrodes in the patient's leads were not functioning. They were not able to get the stimulation they wanted, and the doctor was unable to get those parts of the leads to work. The patient had pain that the implant could not target, but it had been covered while using the external stimulator. The indication for use was spinal pain. The patient outcome and mitigation effort details remain unknown and follow up has been conducted to obtain this information. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via a manufacturing representative (rep) reported that the patient's leads were not working in her back. A doctor had told her she was fine. However, she met with a surgeon who took images that showed that the top part of my stimulator was totally off, preventing her from targeting her back.